Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient extension line was connected after prime which is known to be able to cause this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed prior to connecting. It also instructs the user to connect the patient line extension to the patient line prior to priming. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain. The home patient was connected at the time of the alarm. During the troubleshooting, it was determined that the patient connected the patient line extension after priming. The technical service representative helped the patient clear the alarm by cycling the power on the device. Proper procedures were reviewed and the patient and the patient was to start therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.